Event description:
The facility reported a pump that "works for a while and then shuts off". It is unk when this event occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.

Manufacturer narrative:
(B)(4). The device has not yet been rec'd in baxter. A follow-up report will be submitted once the device has been rec'd and the evaluation has been completed.